Event description:
It was reported there was far field r-wave (ffrw) on the atrial lead during an arrhythmia on stored electrograms. The lead remains in use. No patient complications have been reported as a result of this event.